Event description:
During the implant procedure, after dft testing and the beginning of pocket closure, noise was observed on egms. The pocket was repopened and the leads were re-checked/reconnected to the device. After re-connection there was more noise on egm than previously measured. Additionally, blood was bubbling from the header. The physician decided to use a new device and new 6947 lead as he was concerned about the lead/tissue interface. The device was not implanted. No patient complications have been reported as a result of this event. The lead was also exchanged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed damage to the grommets. The evaluation summary: (B) (4) no anomalies were found however, the visual inspection of this lead revealed defib conductor distortion, blood in/on helix/lobe mechanism that appeared to be damaged at implant.